Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 765437 the hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal of the heartstring would not properly expand when inserted into the aorta. This was the second unit used in the case that was defective from the same lot number (3000269566). A third heartstring was then opened from a different lot number which functioned properly. No injury to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/09/2023. An investigation was conducted on 03/16/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed to be in a fully opened deployed state in the delivery device. There were no visual defects observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000269566 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.